Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rhino-laryngo fiberscope had white adhesive material on the insertion section. The event occurred during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.

Event description:
No new information was provided by the customer.

Manufacturer narrative:
Updated: b5, d8, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. In addition, the investigation found that the image guide (ig) tube has foreign material. Based on the information obtained, the foreign material could not be identified and the cause of residue of the foreign material could not be identified. A definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.